Manufacturer narrative:
The actual device has not been returned to the for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the suture was stuck and the device could not be pulled back as intended. The physician had to cut down the device and release the suture so that he could remove the device and avoid the patient from going to surgery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The device has been returned. Patient identifier: requested, not provided; date of birth: requested, not provided; weight: requested, not provided; ethnicity: requested, not provided; race: white, (B)(6). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on (B)(6) 2018. Patient had normal range bmi. The device was used to complete the case. Hemostasis was achieved using this angio-seal device, they cut it down at the top of the device where the sutures emerge. No additional medical intervention was required. There was no harm to the patient. There were no other devices or equipment used with the reported device. There was no blood loss.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.